Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unspecified procedure, a balloon burst occurred. The 75 to 80% stenosed lesion was located in a non tortuous and mildly calcified left anterior descending artery (lad). An unk stent was placed in the diagonal branch. The 2.5x15mm quantum maverick monorail balloon was delivered to the lad successfully. The balloon was inflated in the lad at the diagonal branch. On the first inflation, the balloon burst at fourteen atmospheres. The balloon was removed intact. A 2.5x16mm taxus liberte stent was then placed in the lad. The case was then completed. No pt injuries or complications were reported. The pt status is listed as ok.